Event description:
The customer was very concerned with the cusa excel console (serial number (B)(4)) not working properly. They had switched the machine on and off and it was not working with the cusa excel hand pieces. They tried using the cusa excel handpieces with another cusa and found it did not work either. It was noted that the cusa console was extremely warm and there was a burning smell. A field service technician was contacted. The technician also checked both handpieces and found the handpiece (serial number (B)(4)) had a twisted housing and the other handpiece (serial number (B)(4)) had a high q power of 68 watts where the limit is 70 watts. The handpiece was in contact with the patient however patient injury or death alleged was unknown. There was an increase of 3 hours in surgery time. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: evaluation of actual device. Review of device history records. Review of complaint history. It was observed that the cusa excel handpiece not working complaint incident is a failure of the cusa excel handpiece to perform its intended function due to defective major parts as a result of wear and tear, thus loose/damaged part. The DHR review has been deemed satisfactory. Date of manufacture: (B)(6) 2005. No non-conformance issues or reports were raised during the manufacturing process for this handpiece. The analysis of the complaint investigations and root cause reports has concluded this is the first identified complaint for the cusa excel c2600 handpiece for the reported failure root cause identified as ¿wear & tear¿ resulting in handpiece issue. No trend has been identified. The customer complaint incident ¿cusa excel handpiece not working¿ was verified and duplicated. Root cause was not determined.; cause of the handpiece not working was due to all the major parts being defective as a result of wear and tear.